Event description:
Customer reports signature elite inr 5.3 vs. Lab system inr 3.3. Patient therapeutic range 2.5-3.5. Cardio-aversion delayed until lab results obtained; procedure than completed. This report is for patient 2 of 2. No adverse event or serious injury was reported.

Manufacturer narrative:
(B)(4). Manufacturer evaluation / investigation pending product return from user facility.